Event description:
It was reported the rigid endoscope sheath ceramic head had fallen off. There were no reports of patient harm or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The problem/device failure was first noticed before the procedure. The procedure performed was a therapeutic/hysteroscopic endometrial resection. There was a 20-minute delay, and the patient was under general anesthesia. The intended procedure was completed.

Manufacturer narrative:
B5: additional information obtained has been provided. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. The DHR was unable to be reviewed for this device since a valid serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the ceramic tip being repaired by an unauthorized third party, which led to the wrong glue being used, resulting in the insulating insert coming off due to the glue dissolving. Olympus will continue to monitor field performance for this device.